Manufacturer narrative:
(B)(4). D10: cat# 02.02263.018 lot# 3236353 ncb pp pr fem plt r18h l363mm. G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a right hip revision due to non-union of femur fracture and a broken plate. A new stem and plate were used to fix the fracture. Attempts have been made and no further information has been provided.